Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 days post implant of this 33 mm mitral annuloplasty band, the band was explanted and replaced with a 37 mm band of the same model due to systolic anterior motion. The surgeon indicated there was no failure of the annuloplasty band, and that this was a patient related condition. No additional adverse patient effects were reported.